Manufacturer narrative:
H.6. Investigation summary one 5ml syringe in a fully sealed blister pack from batch 9304664 (p/n 309646) was received and evaluated. It was observed there was shear damage on the plunger rod and orange and white fibrous foreign matter present inside the barrel. The foreign matter appeared to be plastic shavings mixed with rubber and was larger than level 3 in size, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the assembly process. It is possible there was a jam after the plunger rod hopper causing the plunger rod to be sheared by the orange rubber belt used for transporting. This would result in a build-up of plastic fibers with some orange particles mixed in. No corrective actions are necessary based on the defective rate identified. Batch 9304664 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a "white and pink/orange" colored contaminate was found inside the bd luer-lok¿ syringe sterile, single use before use while still in the packaging. The following information was provided by the initial reporter: "a pharmacist handed me a syringe (still wrapped in the original packaging) that appears to have some type of contaminant inside of the barrel. I'm unsure of what it is but it's white and pink/orange colored. I'm not sure if it's just broken plastic or if it's mold because of the coloring."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "white and pink/orange" colored contaminate was found inside the bd luer-lok¿ syringe sterile, single use before use while still in the packaging. The following information was provided by the initial reporter: "a pharmacist handed me a syringe (still wrapped in the original packaging) that appears to have some type of contaminant inside of the barrel. I'm unsure of what it is but it's white and pink/orange colored. I'm not sure if it's just broken plastic or if it's mold because of the coloring."